Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise on ra lead was reported.

Manufacturer narrative:
Upon receipt, the lead was found cut approximately 16 cm distal to the is-1 connector pin. All fragments of the lead were returned for analysis. The visual inspection of the returned fragments showed abrasion marks along the lead body. In particular, between 21 cm and 23 distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation and deformations of the outer conductor coil were found which occurred most likely during the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.